Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the case was performed without an incident, however, eight months after the open total knee replacement, the patient was seen and treated for a suture granuloma.